Event description:
On 13-oct-2006, boston scientific (bsc) received a copy of user facility, voluntary medwatch report. The event was reported as follows: "pt was undergoing a cardiac ablation in the ep lab. The pt had a grounding pad applied over the flank area connected to the boston scientific generator. When the ablation was started, she immediately began to complain of a burning sensation. The procedure was stopped, the pad was removed, and a new pad applied. The procedure was continued without further complaints using the same generator. The pt was found to have third degree burn under the grounding pad which required treatment at an outpatient burn clinic and surgery on the burn. The staff did not isolate the generator used at the time of the incident or take it out of service. They have two like generators, therefore, a report was submitted for both units".

Manufacturer narrative:
The following activity has been completed. Complaint history review has determined there were no previous similar complaints from the customer; there were no similar complaints for device m004800tc. Device m004800tc was placed at this customer site 01/1996 and has not returned.